Manufacturer narrative:
Aortic stenosis. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) patient was presented for clinical trial transcatheter valve-in-valve procedure after an implant duration of approximately nine (9) years due to severe aortic stenosis with calcification on ascending aorta. The original implanted valve was reported to be a 21mm aortic pericardial valve. It was reported that the 21mm pericardial valve was failing and that the site decide to treat outside the trial. A 23mm non-edwards transcatheter valve was implanted via valve-in-valve procedure to treat the severe aortic stenosis. The patient was taken to the cardiac care unit in stable condition.